Event description:
1. Describe the event: the initial reporter complained of a discrepant low result for 1 patient tested for elecsys ft4 iii on a cobas 8000 e 801 module. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation determined the event was consistent with sample pipetting issues, however, based on the limited information provided, the specific cause of the event could not be determined. 2. Summary of follow up/corrective actions taken: calibration was acceptable. The customer did not provide any additional information. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.